Event description:
It was reported that the patient was unhappy with their vision post operative. The lens was removed and replaced with a higher diopter iol without complication.

Manufacturer narrative:
The iol was received for analyis, diopter measured correct as labeled. While the cause of this event has not been determined the results of our investigation reasonably suggest it is not manufacturing related. The lens met manufacturing specifications prior to release.